Manufacturer narrative:
The returned product consisted of the watchman delivery system (wds). Blood was on the device and the implant was connected to the core wire and protruding from the tip 7mm. The hub, shaft, tip, core wire, and implant were examined. The implant was unable to deploy due to damage to implant and damage to the was, so the wds could not be removed from the was. The tip was damaged, the tricuts were folded in and the wds was stuck in the was. Closer observation showed that the anchors were also damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01194.it was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the chicken wing shaped laa and a 33mm watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed, but did not meet release criteria. When attempting to recapture it, the shoulders of the device were contained in the sheath, but the feet could not be re-sheathed completely. The entire system then removed from the patient. Upon removal, it was noted there were several kinks along the sheath as well as at the distal marker where the feet still remained exposed. A second attempt was then made with a double curve was and another 33mm wds; however, the closure device was unable to be positioned successfully. The devices were removed and the case was aborted. There were no patient complications reported. The patient remained stable throughout this procedure.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01194. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the chicken wing shaped laa and a 33mm watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed, but did not meet release criteria. When attempting to recapture it, the shoulders of the device were contained in the sheath, but the feet could not be re-sheathed completely. The entire system then removed from the patient. Upon removal, it was noted there were several kinks along the sheath as well as at the distal marker where the feet still remained exposed. A second attempt was then made with a double curve was and another 33mm wds; however, the closure device was unable to be positioned successfully. The devices were removed and the case was aborted. There were no patient complications reported. The patient remained stable throughout this procedure.